Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be reproduced. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that during an otolaryngology procedure, a communication error of "e216" occurred and the image was lost. After cleaning and reconnecting the connector, an "e228," scope ID data corruption error occurred. The intended procedure was completed after replacing the suspect device with another similar device. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, because the event could not be reproduced, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. Please see update in e1. Should further information be provided, another supplemental report will be submitted.